Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reports that customer is having trouble with battery longevity. During troubleshooting it was found that customer received an unexpected restart more than once, therefore, insulin pump would need to be replaced. Customer is not with mother, therefore, troubleshooting could not be continued. No further information provided.

Manufacturer narrative:
The insulin pump received with constant failed battery test alarm due to corroded battery tube. Unable to perform low battery alarm or verify off no power, battery out limit and weak battery alarm due to constant failed battery alarm. No blank display during testing and no damage found on the c13 lcd isolation tape noted. The insulin pump has cracked reservoir tube lip, scratched keypad overlay and minor scratched lcd window.